Event description:
It has been reported that the system shut down during the deployment of a stent. No imaging was possible for approximately ten seconds. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
According to the information provided by the customer, the system was restarted and the patient was moved to another room. Philips has analyzed the log file and confirmed that there was a software crash that was recovered automatically after 20 seconds. After this, exposures and fluoroscopy runs were performed and the procedure was ended after 17 minutes. The software crash was caused by a threading issue. The azurion system is equipped with intelligence to monitor the performance of system processes, so that actions can be initiated to recover from unexpected loss of functionality. This can include stopping and restarting software functions, or restarting hardware components, including a warm restart of the whole system. In this case, the intelligent recovery process recovered the system functionality after 20 seconds. Coding was corrected based on investigation results.